Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection noted one partially formed clip was jammed in the distal end of the channel and the firing cycle was not completed. Functionally; the firing cycle was completed releasing the partially formed clip. The next clip loaded properly into the jaws. The remaining clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Replication of the partially formed clip condition may occur when the firing cycle is not completed with the ratchet function engaged and the clip forced into the channel during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the clip misfired during use. On the first attempt to fire, no clips released. On the second attempt to fire, the clip became stuck in the mammary artery. This caused unexpected bleeding which was momentarily hard to control. There was a clip formation issue. There was no blood loss of 500cc or more due to the product problem. There was no component that fell into the patient cavity, and there was no tissue loss or damage.